Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician experienced difficulty advancing a ruby coil through another manufacturer's catheter. The ruby coil was withdrawn from the patient and a different coil was used to successfully complete the procedure. There was no report of any adverse event on the patient.

Manufacturer narrative:
(B)(4).